Event description:
The patient reported that the previously working remote monitor was unable to establish telemetry with the implanted heart device. Troubleshooting steps were taken to no avail. The monitor was returned and replaced with a different one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.